Manufacturer narrative:
The reported events were dislodgement. The reported events of failure to capture, and over sensing were not confirmed. As received, a complete lead was returned for analysis. Visual and x-ray examination of the lead found the inner coil was over torqued at the connector pin region. After cleaning and applying torque directly to the inner coil, the helix could be extended and retracted. Electrical testing did not find any indication of conductor fractures or internal shorts. The damage found is consistent with procedural damage. Correction: d6b - explant date should have been (B)(6) 2021 instead of (B)(6) 2021.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed oversensing in the atrium and failure to capture due to the right ventricular lead being dislodged. The physician elected to explant and replace the rv lead. The patient condition was stable.